Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the foreign material and stain could not be determined. It is possible that humidity invaded the light guide lens which led to corrosion through stress to distal end such as hitting and dropping, and the light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The instruction manual identifies detective and preventative verbiage associated with foreign material in "tjf-q190v operation manual chapter 3 preparation and inspection¿ and ¿tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material at air/water (a/w)-cylinder, a/w-tube, distal end, at adhesive around light guide (lg) lens, at adhesive around objective lens; and inside of lg lens had stain. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.